Event description:
It was reported that after the rod insertion, reduction and final fixation, when the surgeon tried to remove the connector adaptor but the connector adapter at right l3 was not removed easily. Therefore the surgeon shaved the connection area between the connector adaptor and connector and finally the connector adaptor was removed.

Manufacturer narrative:
Method: device history review; complaint history review; results: because the product was not returned, it could not be determined what caused the set screw to jam as there are multiple factors that could directly affect this. Conclusion: the customer reported trio lx small connector securing mechanism jamming was confirmed via communication with the international representative. The reported event resulted in no harm or delay. The actual product remains implanted in the patient and could not be inspected. The connector adaptor was returned, but previous investigations have revealed that jamming occurs due to the connector set screw. The connector adaptor threaded area was confirmed as cut, which confirmed the event description. No manufacturing issues were identified during review of the manufacturing records.

Event description:
It was reported that after the rod insertion, reduction and final fixation, when the surgeon tried to remove the connector adaptor but the connector adapter at right l3 was not removed easily. Therefore the surgeon shaved the connection area between the connector adaptor and connector and finally the connector adaptor was removed.